Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day post implant, the patient experienced dyspnea. A chest x-ray was performed which revealed pneumothorax. On (B)(6) 2016 a pneumothorax drainage was performed which resolved the issue. The patient was in stable condition post procedure. No additional information was reported.